Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ¿air in line¿ alarm occurred on an infusion pump while using a clearlink continu-flo solution set. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.